Event description:
It was reported the lead was explanted and replaced due to high impedance of 1500 ohms, oversensing, and a suspected fracture. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was explanted and replaced due to high impedance of 1500 ohms, oversensing, and a suspected fracture. No patient complications were reported as a result of this event. Attorney later alleged that "in 2007", the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. It was reported the lead was explanted and replaced due to high impedance of 1500 ohms, oversensing, and a suspected fracture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure (select specific code from category d) device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing sensitivity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.